Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter valve replacement procedure. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Information provided indicates the injury was induced by support wire perforation during the case. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, the patient underwent implant of a sapien 3 valve in the mitral position into a pre-existing surgical valve. After implant with good position and gradient, the patient's blood pressure immediately decreased, and the s-t segments were elevated. An echo showed a pericardial effusion which developed into cardiac tamponade. Open chest surgery was performed to deal with pericardial effusion. The blood was stopped; vital signs were stable. The pericardial effusion was induced by support wire perforation. At last, the patient was alive at the end of procedure and transferred to ccu. Unfortunately, patient died late at night. The summary of the cause of death was the following: frailty (induced by open chest surgery and blood loss). As per medical opinion, there was no allegation for edwards device caused or contributed to the patient's death.